Manufacturer narrative:
Pending evaluation. Concomitant device(s): equinoxe reverse tray adapter plate tray +10 (cat# 320-10-10, sn# (B)(4)), stem, liner, screws.

Event description:
As reported, approximately 11 years postop this male patient¿s initial tsa, the patient was revised to a reverse tsa following 6 months of conservative treatment for a fracture. Eight months later, an infection was evident on imaging but not picked up till (B)(6). During a revision to reverse tsa on (B)(6) 2020, all implants were removed, and a second stage revision will be planned. Patient was last known to be in stable condition following the event. Devices not returned due to hospital policy.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.